Event description:
Boston scientific received information that an xray of this right ventricular (rv) lead from approximately seven months prior, displayed a dark segment on the lead near the clavicle. A lead fracture was suspected. At a recent follow up appointment, a boston scientific sales representative was able to recreate noise with isometrics on the rv and shock channel. All lead measurements were within normal limits and stable. A few non-sustained ventricular tachycardia (nsvt) episodes were stored, however, when recreated, were not oversensed. The patient implanted with this device system reported no symptoms. An invasive revision procedure was performed and the lead was extracted. Visual inspection confirmed no obvious fracture.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The complete lead was returned in two segments, severed approximately 20.8cm from the is-1 pin. The extracting stylet remained inserted in the distal segment. The insulation abrasion sleeve was bunched proximal to the pigtail region of the proximal shocking coil. The clear medical adhesive (ma) was torn/separated from the gore covering at the proximal end of the spring electrode and the proximal spring was stretched at that point. The proximal shocking coil was separated from the ma bonding at the distal end and the distal shocking coil was separated from the ma bonding at the proximal end. The helix was observed to be extremely stretched. Detailed analysis xray confirmed rs coils to be twisted and fractured at the distal end of the is-1 terminal pin. This damage is consistent with over-torque of helix, most likely during extraction at explant. The xray showed no anomalies in the clavicle region. Direct current resistance testing failed as a result of the fracture in the rs coils.

Event description:
The lead was returned to allow for reliability analysis.